Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.

Event description:
It was reported that a vascular stent could not be deployed. No further info was provided with the initial report. Upon sample receipt, the stent was found to be partially released.